Event description:
Dilaudid pca set up for pt according to order. Pump screen shut-down immediately. Reprogrammed and settings checked and verified by 3 rn's. At 2200 pump signaled empty syringe, pt received 16 mgm of dilaudid IV over 5 hrs. Pt alert and orient, c/o itching. Benadryl ordered. Pump removed from svc.